Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2009 pt reported having elevated blood glucose readings. Pt stated the elevated readings began the day before and her blood glucose is "getting higher and higher" despite giving herself correction boluses. Pt reported her elevated readings have ranged between 303 - 494 mg/dl. Pt stated the reading of 494 mg/dl occurred 5 minutes ago and she took 15 units of insulin based on the reading. Pt's normal blood glucose range is between 120 - 180 mg/dl. Pt reported receiving an e4 (occlusion) error earlier today. Pt stated she confirmed the error and placed infusion device into the stop mode which produced a bolus cancelled alert. She stated she changed her site and tubing and reconnected. Pt reported the cannula was bent when she removed the headset; has been discarded. She stated after changing the infusion set, the infusion device returned to normal function. Had pt take a blood glucose during call with a reading of 494 mg/dl. Advised to continue monitoring her blood glucose frequently. On call back from pt the next day, pt reported her blood glucose was 577 mg/dl today and she went to her doctor who gave her an injection of 12 units of insulin an hour prior to her call. She stated her blood glucose has come down to 542 mg/dl. She stated she discovered air bubbles in her tubing. Pt believed this was caused by kinks in the tubing that developed from the way that she sleeps. She stated she changed to new tubing and cartridge and there were no air bubbles at the time of the call today. Pt will closely monitor her blood glucose reading and work with her doctor to correct the elevated blood glucose. Sending adapter and infusion sets; no product return was requested.